Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.(B)(4)

Event description:
During an embolization procedure, it was reported the catheter was stuck and the onyx could not be injected into the patient. No further information was available.no patient injury was reported as a result of the procedure.